Manufacturer narrative:
It was reported that the ventilator was not working as intended. Our field service engineer (fse) investigated the ventilator on site. The moisture trap of the expiratory cassette was missing after sterilization of the exp. Cassette. Fse solved the issue by installing a new moisture trap. All tests performed were approved after the installation and the device was returned for clinical use. The expiratory cassette can be interchanged between different systems. A pre-use check is always required after exchanging the cassette. The inlet is designed to make condensed water drip out and allow use of a water trap for such water to be collected.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator did not work as intended. No more information was available. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).